Event description:
It was reported that pump wake button remained extremely difficult to press even after screen finally turned on. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case, repeatedly press button to restore display, and then arranged for pump replacement customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before returning it with a prepaid label, and understood the need to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not occur or contribute to serious injury. The distributor confirmed on (B)(6) 2026 that issue was reported by error and did not actually occur.